Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, and after assistance from technical support, the issue was resolved. The malfunction code did not recur, and the customer could continue using the pump, with instructions to report any future issues.